Manufacturer narrative:
12-may-2023 updated information received: the lead will not be removed despite the pt no longer requiring an ICD. It has been confirmed today that the lead is still in the patient with no immediate plans for revision. The pt has been discharged home with the ICD deactivated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that oversensing with inappropriate shocks was reported on this rv lead approx. 203 months after the implantation. The patient was admitted to hospital and the device was deactivated. Further treatment will be decided. Device remains implanted at this time. Should additional information be received, this file will be updated.